Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system issue due to a possible infection. The patient also was diagnosed with pneumonia resulting in dyspnea and cough. The patient received oral antibiotics. The system remains implanted. There were no additional adverse effects reported.